Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the manifold that comes with the oxygenator did not fit snuggly into the reservoir. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device, however, testing of a comparable retention sample from the same finished product lot did not identify any dimensions of the sampling manifold tray out of specification. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).